Event description:
The hearing aid (h/a) user came to the dispenser's office and reported a missing wax guard. The h/a specialist was able to remove the wax guard from his ear. There was no evidence of injury- no swelling, redness or drainage.